Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 6f/7f mynxgrip vascular closure device (vcd) slipped out of the distal hub of the device during the shuttle advancement step and never made it into the sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The device had been removed from the package by properly holding the black handle. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation. The device was inspected prior to use with no anomalies noted. The intended procedure was interventional. The device was prepped and stored per instructions for use (IFU). The device was not returned for analysis as it was discarded. A product history record (phr) review of lot f2534203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant misdeployment-complete¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the reported sealant slipping out during the shuttle advancement step. However, procedural/handling factors and/or concomitant device factors are possible. According to the mynxgrip IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the available information suggests that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 6/7f mynxgrip vascular closure device (vcd) slipped out of the distal hub of the device during the shuttle advancement step and never made it into the sheath. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. The device had been removed from the package by properly holding the black handle. The shuttle handle was not displaced, the sealant sleeve was not out of position, and the sealant was not exposed during preparation. The device was inspected prior to use with no anomalies noted. The intended procedure was interventional. The device was prepped and stored per instructions for use (IFU). The device will not be returned for analysis.